Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a heel warmer. The customer states that as the nurse activated the heel warmer for use it exploded or ruptured with fluid spraying up in the air and spilling on to the floor. The customer further reports that the nurse and the pt did not come in contact with the solution. No one was injured.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.